Manufacturer narrative:
MFR's report date: 4/1/2011. (B)(4). Product evaluated and customer's complaint of leakage from the smartsite was confirmed. Leakage was noted from the clear casing and female luer adaptor joint. No crack or defect were noted at the point of leakage. The 3000e requires an air vent between the white cap and clear body in order to create a positive bolus upon disconnection of the male luer. If there is any fluid beyond the tip of the male luer upon connection; or if the user simultaneously pushes the syringe plunger while activating the valve, this can cause some of the fluid to be pushed between the piston and the cap/body. This use leads to a wetted vent resulting in a leak. After repeated activations it is possible that this fluid can be pushed all the way through the air vent and leak through the join line as seen in this complaint. The lot number was not identified but based on the smartsite laser number, this set was built on either 04/07/2010 or 4/22/2010 and expires on 4/1/2013.

Event description:
The user reported a leakage from the smartsite positive bolus valve when flushed. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.